Event description:
It was reported that the pt complained of pain in a particular area following a procedure. Further, a second procedure was done. It was suggested that the pain was caused by a foreign body that was found in the pt, the tip of the probe. Further, the facility claims that they had not noticed that they were missing part of the probe until it was found during the second procedure. Further, the probe tip was retrieved and available for eval. Further, there was no adverse environmental conditions at the time the event occurred. Further, there was no repairs done on the device on either surgery.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.